Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 07-may-2018, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was not getting expected results from the therapy. The patient was having a head scan being done to look at lead placement. No further complications were reported as a result of this event. Additional information was received from the hcp via the rep stating the results of the MRI showed the leads were not effectively placed. One side was lateral and the contralateral side was too deep. The patient was meeting with the mvd specialist in the coming weeks and if the programming was not able to be adjusted to get better results, the patient would be sent for surgery to move the leads to effective placement. The issue was not resolved at the time of the report. Additional information was received indicating the cause of the lead placement issue was unknown. Most likely due to physician placing leads incorrectly as patient's anatomy appeared normal. However, they were unable to make judgement of why the leads were placed the way they are and neither can the physicians involved with the patient's care. The point of the MRI was due to needing to determine where the leads were located as no one involved in the patient's care at this time was involved in their care when the leads were implanted.